Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted a strand of long hair inside the sterile packaging. Functional evaluation was not performed because the visual inspection confirmed the complaint. The complaint has been confirmed and the root cause has been associated with manufacturing error. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the manufacturing process showed that an assembly step was not adequately performed.

Event description:
It was reported that during setup for an arthroscopy a piece of hair was found inside the sterile package when opening it. The procedure was completed with a backup device and no delay or patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.